Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
On (B)(6) 2012, a patient was treated with non-synthes arch bars and rigid fixation for bilateral condyle fracture as well as symphysis fracture. On an unknown date, x-rays were taken and showed that the fractures were healed, but appeared that one of the screws went through the fracture. Reportedly, the patient requested the removal of the hardware, due to irritation. Also, the surgeon saw on the x-rays that one of the screws was in the fracture line, and was concerned that an infection or non-union might develop at screw site. On (B)(6) 2012, the patient returned to the or for the removal of the arch bars and rigid fixation. It was confirmed during the surgery that there was no non-union, infection or broken hardware, and that patient was healed. The patient currently has an anterior open bite as a result of the fractures and the treatment of such. The surgeon is considering possibly treating the patient anterior open bite with a bsso a year from now. This is 4 of 5 reports for this event.